Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had a short battery life issue and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. There were several cs 177 warnings due to normal battery wear. A leak test failed to a battery compartment leak. The ez-prime steps were performed correctly with all current readings within specification. The reported ¿short battery life¿ was unable to be duplicated. The pump¿s cover was removed and there was no moisture corrosion or any intermittent condition found to the printed circuit board or to the continuous glucose monitor module. Unrelated to the original complaint, the battery compartment was observed to be cracked. The returned battery cap was damaged at the top slot but the threads were undamaged and the battery cap was able to fit securely, but it was hard to remove due to damage to the slot. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.